Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. The author replied "the complications reported are not out of the ordinary or unexpected. These are all known complications of bronchial stents." The article concluded that stenting small airways with lobar salvage is feasible and improves symptoms and radiographic outcomes. Associated file: 3011175548-2017-00165.

Event description:
Article received: sethi, s. G. (2017). Clinical success stenting distal bronchi for "lobar salvage" in bronchial stenosis. Journal of bronchology interventional pulmonology, 00(00). The purpose of this study was to assess the feasibility, complications, and long-term impact of using this stent in patients with lobar bronchial stenosis either secondary to malignancy or benign etiologies. Per the article: device malfunction. Granulation tissue formation. Stent occlusion by the primary process. Bronchial restenosis . Infection.